Event description:
It was reported that the device was put on the patient's hip and kept flipping around. As a result the patient could not charge well. It was also reported that the lead paddle "did not do half the job that the lead wire" did. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer: 37743, serial# (B)(4). Accessory: model 37752, serial# (B)(4). Extension: model 3708160, serial# (B)(4), implanted: 2008 (B)(6), explanted: unknown. Extension: model 3708160, serial# (B)(4), implanted: 2008 (B)(6), explanted: unknown. Lead: model 39565-30, serial# (B)(4), implanted: 2008 (B)(6), explanted: unknown.

Event description:
Additional information received reported the patient's neurostimulation system was explanted on (B)(6)-2011. An x-ray was also taken on (B)(6)-2011, but the results were not provided. The cause of the event was attributed to the neurostimulator flipping. There were not abnormal impedance readings. The patient did not require hospitalization and recovered without sequela.

Manufacturer narrative:
Extension model 3708160, serial# (B)(4), explanted: (B)(6) 2011; extension model 3708160, serial# (B)(4), ex planted: (B)(6) 2011; lead model 39565-30, serial# (B)(4), explanted: (B)(6) 2011.